Manufacturer narrative:
A replacement breastpump was sent to the customer and it was requested that the customer return her pump for evaluation. The product was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service on 10/12/2015 that she had a thrush infection. The infection occured while using the freestyle breast pump. The doctor gave her oral medication and a topical cream.

Manufacturer narrative:
The device was returned to medela and evaluated by quality engineering on 02/05/2016. When testing the device with the customer's returned components, the technicians noted that there was dried residue inside the connector, which contributed to the low suction on the device. When testing with the lab kit assembly, the device performed to specifications.